Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seeing double images since (B)(6) 2018 and was admitted to the hospital on (B)(6) 2018. A cranial CT scan found no ischemic area and no intracerebral bleeding. Neurological consultation revealed acute abducens paresis with double images most likely due to cardioembolic stroke. The patient's anticoagulation at the time of the event was aspirin. Therapy was started with ongoing anticoagulation with acetyl salicylic acid and marcumar, and an eye patch. The patient was discharged on (B)(6) 2018. No additional information was provided.